Manufacturer narrative:
Medical device expiration date unknown. Medical device lot is unknown. Manufacture date is unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter, the cap was opened.